Event description:
Terumo medical corporation received the following reported information: the tr band would not hold air, so they successfully used a second tr band. Additional information was received on 24nov2025: the procedure performed was a coronary intervention. Upon initial inflation the band would not hold air, so they used another tr band.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazarded based risk table (hbrt).